Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported material deformation could not be determined in this incident; however, the reported physical resistance appears to be due to curled gripper line. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Exemption number e2019001.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other mitraclip device referenced in b5 is filed under a separate medwatch report number. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is filed for difficulty removing gripper line. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4 with a restricted posterior leaflet and a dilated left atrium. A mitraclip xtr was advanced and imaging showed good leaflet insertion. The mitraclip was implanted, successfully reducing mr to 1. A echocardiogram was performed 1 hour post procedure and a single leaflet device attachment (slda) was noted. The clip detached from the anterior leaflet and remained attached to the posterior leaflet. The mr increased to 4. On (B)(6) 2019, a second intervention was performed to stabilized the slda and to further reduce mr. A mitraclip ntr was advanced, however during deployment there was resistance noted as the gripper line was retracted 7-8cm. The clip was successfully implanted lateral to the previously implanted clip, reducing mr from 4+ to 1+. The gripper line was retracted slowly and removed from the patient anatomy. Once removed, it was observed that there was an abnormal, curled gripper line. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.